Event description:
A peritoneal dialysis (pd) patient experienced cloudy fluid and abdominal pain. The cause of the events, patient outcome and action taken with pd therapy were not reported. The patient was hospitalized and received unspecified antibiotics for the event. The day after hospital admission, the patient was discharged. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: the peritonitis event was manifested by vomiting and pain. The patient was reported to be "fine" upon discharge. Treatment with additional unspecified antibiotics was ongoing. Should additional relevant information become available, a supplemental report will be submitted.